Event description:
A caller reported a cartridge alarm during the load process. There was no adverse impact to the customer¿s blood glucose level, as levels did not exceed 500 mg/dl. Technical support decided to replace the pump due to cartridge alarms and also advised the customer on using a backup therapy to ensure insulin delivery was not interrupted. The customer would receive a pump with updated software, and specific instructions were provided for handling the new pump and returning the problematic one.